Event description:
This MDR was a duplicate. Any further information will be provided with report number 6000034-2021-03231.

Event description:
Per the clinic, the patient experienced wound hematoma, resulting in the decision to explant the device. The patient was placed under general anesthesia (specific date not reported). However, the explant did not take place due to insufficient surgical tool. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.